Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, inappropriate therapy was observed. Abbott technical support reviewed the session records and the device behaved as programmed. Some atrial events were blanked in the post-ventricular atrial refractory period causing the device to categorize them as ventricular episodes which led to inappropriate therapy. In addition, p-waves were under sensed during atrial tachycardia. The device was reprogrammed to resolve the event. The patient was stable with no adverse consequences.